Event description:
It was reported that the remote monitor would not power on due to a damaged power cord. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: I(B)(4) analysis confirmed the reported event. Power connector was found loose/detached.